Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the alarm did not show in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/26/2014 with the following findings: the black box history revealed a loss of prime warning due to the pump not being primed after a pump reboot on (B)(6) 2014 at 12:04; this warning was not recorded in the alarm history. The pump was exercised for 24 hours with the returned battery and cartridge caps with no errors, alarms, or warnings occurring during testing. A replace battery alarm was reproduced for testing purposes; the pump gave the appropriate sound warnings and displayed the alarm message on the screen. The alarm was accurately recorded in the alarm history. The original complaint could not be duplicated; the alarm history was recording properly.